Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the applier would not form a good clip, they were pear shaped. The scrub dry fired the device on the mayo stand until a clip formed correctly. The surgeon put the device into the patient and the jaws stayed closed. The surgeon pumped the trigger until the device opened. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.